Event description:
The ipsilateral attachment system deployed without pulling #4. The slider and #4 ring was still in place. The physician performed the steps anyway in order to be sure that nothing else could go wrong. The graft may have been deployed too low. The doctors believe they dragged the device down, because the jacket guard got caught. The hypogastric was covered and a fem-fem bypass installed. Aortic attachment system deployed just above the aneurysm sack and there was a leak. Two 24-wall stents were implanted to seal the leak. The first stent was not located properly and a second one was used to completely seal the leak. Left side vessel was very small, approx. 7mm, with tortuosity. The surgeon had difficulty advancing the contralateral wire, he could not insert a balloon or a wire, as a result, the graft bunched up and occluded. The device is in the process of being returned to guidant. It should have been shipped on 05/30/00. The event occurred on friday. Patient recovering.